Manufacturer narrative:
The mechanism has been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that at start up the device alarmed with a s321 (motor error-pmc, left) service alarm code. The device was returned to the biomedical department for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of an adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.